Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator inadvertently left the waste line connected to the saline bag during a routine hemodialysis treatment, causing it to fill with fluid. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator did not make the correct connections for treatment. There is no evidence of a device malfunction. A direct correlation between nxstage system one, and the reported blood loss cannot be established. Facility staff has been notified and will review with the operator. Nxstage medical considers this report closed. No add'l info will be provided.